Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found the elective replacement indicator was triggered due to high battery impedance. The device is part of the advisory for this model.

Event description:
It was reported that the device was explanted and replaced due to the elective replacement indicator being triggered. The device was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.